Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Device was received with high sleep current due to moisture damage on electronic assembly. No critical pump error (open book image) alarm noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.